Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closer device 6f/7f to close the access site. It was reported that when the physician pulled back on the device to achieve temporary hemostasis, the balloon got hung up on "calcium", causing the balloon to rupture. The device was removed and the pt was converted to manual compression for 20 minutes. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5.5 mm from the balloon proximal tip. The review of the lhr (lot f1313101) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be conclusively determined. However, it was reported that a femoral angiogram showed pvd/calcium in the vicinity of the puncture site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.